Event description:
A doctor alleged that three (3) patients had experienced the loss of a herculite ultra composite restoration. This is the third of three (3) reports.

Manufacturer narrative:
On (B)(4) 2013, the patient had experienced the loss of three (3) restorations from tooth #26, #27, and #28 immediately after placement while the doctor was flossing in between the teeth. The doctor replaced the patient's restoration using the same product during the same office visit, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was returned. An evaluation is expected but has not yet begun.

Manufacturer narrative:
The product was returned and a visual and physical evaluation was performed on the returned product, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.